Event description:
Literature was reviewed regarding robotic navigation assistance for spinal fixation in marfan syndrome: a case report addressing anatomical challenges. The following medtronic devices were used: infuse bone morphogenetic protein. There were no adverse events reported. Local autograft and allograft containing recombinant human bone morphogenetic protein 2 (infuse® bone graft) were packed across interlaminar regions, transverse processes, and facet joints from t10 to the sacral region. During second stage surgery (llif), endplates at l3¿l5 were excised, and the entire disc was removed, followed by the insertion of a cage packed with allograft containing recombinant human bone morphogenetic protein 2 (infuse® bone graft) was implanted. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: samuel n. Goldman, kevin tang, fedan avrumova, franziska c. S. Altorfer, karim shafi, darren r. Lebl. Robotic navigation assistance for spinal fixation in marfan syndrome: a case report addressing anatomical challenges. Https://dx.doi.org/10.21037/jss-24-173. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.